Event description:
The facility reported an infusion pump with the reported condition of, "when unit was poered on it shut off on its own". This report was noted during biomedical testing. The hospital representative stated that they have no record of any patient incident involving the pump since the last baxter service event. Although attempts were made by baxter, details were not available regarding additional contact information or pump programming.